Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently this device was explanted and successfully replaced with non-boston scientific device. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently this device was explanted and successfully replaced with non-boston scientific device. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was opened, and internal visual inspection revealed no irregularities. The device case was opened, and the battery was removed and forwarded for detailed testing which concluded the presence of a depleted cell with no battery-related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed.